Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt.

Event description:
Update: (B)(4) 2014 - pfs received. Part/lot information provided. Pfs alleges ringing in the ears, unstable walking, sore joints and hands, metal taste in the mouth, feeling of coldness, organ damage, compromised immune system and blurred vision. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Litigation recieved. Dor was provided. The stem and taper sleeve are being added to the complaint.this complaint was updated on: 2/5/2016. Depuy still considers this investigation closed at this time

Event description:
Update rec'd 2/4/2016: litigation recieved. Dor was provided. The stem and taper sleeve are being added to the complaint.this complaint was updated on: 2/5/2016.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.